Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to high blood possibly caused by bent cannula. Blood glucose at the time of admission was 697 mg/dl customer experienced symptoms related to their high blood glucose such as nausea, confusion and headache. The customer did not have a back-up plan and decided to go to the emergency room and was admitted later on. Customer declined troubleshooting. Customer stated the auto mode feature was not active at the time of event. The insulin pump was not replaced or returned for analysis.